Event description:
It was reported that pump (B)(4) was set to 100 ml bag to run at 2.2 ml/hr for 46 hrs on wed, came in friday and the pump shows 92.7 mls left, cassette bags were empty. No additional information available.

Manufacturer narrative:
Corrected data: d4: correction: catalog number: 21-2120-0104-01.